Event description:
It was reported that the customer's insulin pump threshold suspended, based on a reading around 65 mg/dl when the customer's blood glucose was 90 mg/dl. Customer stated the sensor was crimped. He stated he just cleared the alarm and continued using the sensor and checking blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.